Manufacturer narrative:
Unit was evaluated and conclusion is improper use.

Event description:
Unit would not rotate. Tried 2 other units and they also would not rotate. Had to cancel the case and reschedule. Patient was under general anesthesia at the time.